Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: left side rupture, concerned/scared, in pain and have multiple symptoms, have mitral valve prolapse and bacteria affect her heart. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ¿left side rupture¿¿. Patient also reported she was concerned/scared, in pain and have multiple symptoms, have mitral valve prolapse and bacteria affect her heart. Device remains implanted.